Event description:
Complainant allegedly reported that during routine preventative maintenance there was no display on the device. Complainant indicated that there was no pt involvement in the reported malfunction.